Event description:
It was reported to philips that the system displayed a low disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was taking place when the issue occurred was cancelled. No harm to the patient or user was reported. A philips remote service engineer (rse) connected with the customer and confirmed that all patient images were deleted but the error was still visible on the system. A philips field service engineer (fse) inspected the system onsite. Troubleshooting determined that the image processing pc (ippc) hard disk needed to be reformatted. The fse performed the necessary repairs, and, after this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.